Event description:
Report from literature describing pt with history of neurofibromatosis implanted with drug infusion pump, and receiving intrathecal morphine at rate of 45 mg/day. Pt developed progressive weakness and numbness in right lower extremity, with decreased sensation below t10 on physical examination. Low-attenuation mass was apparent on myelography, located at t10 level, enveloping catheter tip and displacing thecal sac to left. Pt was taken to surgery for removal of catheter, thinking that mass would resolve after its removal. Cerebro spinal fluid and catheter gram stains showed no evidence of infection. Pt did not improve post-operatively, and subsequent myelography showed mass extending from caudal t9 level to mid t10 level, displacing spinal cord anteriorly and to left. Pt returned to surgery where t10-t11 laminectomy was performed. Mass was dissected from spinal cord, and approximately 95% of it removed. Cultures and gram stains of mass showed no growth, and pathology results indicated mass was composed of fibrous tissue, necrotic debris, and macrophages. Pt made gradual recovery after surgery, and post-op magnetic resonance imagery showed no residual mass. Pt was restarted on morphine therapy, and had recurrence of progressive weakness after period of time. Magnetic resonance imagery indicated intradural lesion, distorting conus medullaris. Pt was removed from morphine therapy and substituted with normal saline in pump, which over time caused lesion to regress. Pt regained strength in affected extremity over next two months, and was then placed on different medication for intrathecal therapy, achieving good pain control.